Manufacturer narrative:
A motor controller (mc) board was returned for analysis. A visual inspection of the returned component was performed, and no notable conditions were found. An investigation was performed, and the product analysis technician could not duplicate the customer complaint. The returned mc board passed all testing. There was no fault found.

Event description:
It was reported that the ventilator had an error code indicating blower temperature high (ec 1122). The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. No patient information was provided. The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the blower and motor controller (mc) board to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Based on information provided and/or service performed, the alleged malfunction was confirmed.

Manufacturer narrative:
A blower motor was returned for analysis. An investigation was performed, and the product analysis technician verified the customer complaint of high blower temperature error. Root cause is failure of temperature sensor in the blower assembly.